Event description:
Additional information received from the hcp reported that the cause of the event was elderly age, and a possible uti. The patient was reprogrammed on (B)(6), 2012, and only one lead was working. The patient did not require hospitalization.

Event description:
It was reported that the implantable neurostimulator was not effective and the patient was going to the bathroom "all the time." The trial had gone well. Stimulation had not been felt for two weeks and the patient's symptoms had returned. The upper limit was reached for each of the programs. The patient lost her footing on (B)(6) 2012, but had not fallen to the ground. She noticed a return of symptoms on the same day. The patient was reprogrammed on (B)(6) 2012 and she was not going to the bathroom enough. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v108531 serial# implanted: 2008 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), product typ programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had no concerns with their device or therapy. The patient received assistance from manufacturer representative on (B)(6) 2012. Additional information received reported the patient wished to get a hold of the manufacturer representative. The patient stated she saw the manufacturer representative on (B)(6) 2012 and he reviewed with the patient that she was turned off and adjusted it. The settings made her legs too tight and she wanted him to change it and make it right. The patient knew how to use her patient programmer. The settings at the beginning of (B)(6) 2012 were at 1.00 and she turned it down over a few days. The current settings were on program 1 at 1.00 v. The patient stated she wanted to go back down to 0.70v, where the manufacturer representative had it. The patient was walked through how to do this. The patient stated her legs are tight and she wanted to change the settings. The patient stated she had been in and out of hospitals and did not have it on. Additional information received reported that since the patient's last call on (B)(6) 2012, she has not been able to get a hold of the manufacturer representative, but did see him on (B)(6) 2012. The patient stated she finally got an appt on (B)(6) 2012. The patient stated she saw the manufacturer representative and he set it, but it was not working and she needed to get a setting that did work. The patient stated her caregiver was with her and she was told only one lead was working out of four. It was reviewed that in six months she would have to do something about it. Additional information received reported the patient fell trying to get her panties on. She fell back and lost her balance. The patient stated she was going to bathroom "too much" and that she did not drink so she could avoid going. The patient stated she did not want to get dehydrated and had an ice pack on it and could not hold it, she had to go. The patient checked the current settings and was on program 2 at 1.40v. The patient was asked when she changed the program from last week, which was program 1 at 0.70v. The patient stated that she changed it yesterday, but it did not work, which was an ongoing issue. Patient outcome was not provided.